Event description:
Olympus found the medical journal article on 04/27/2015. Between december 2008 and august 2009, 4 patients were identified after an endoscopic retrograde cholangiopancreatography (ercp) with enterococci and non extended spectrum beta-lactamase (esbl) - enterobacteriaceae isolated from the bile or abdominal pus samples. Four tjf-145 duodenoscopes were used throughout the period between december 2008 and august 2009.

Manufacturer narrative:
According to the journal, the user facility performed a culture test. The journal article did not explain if the microorganisms isolated from 12 patients' blood culture were recovered from the duodenoscopes. However, klebsiella pneumoniae producing esbl type ctx-m-15 was isolated from the biopsy, suction, and air/water channels of one duodenoscope. The user facility observed the reprocessing procedure. The biopsy and suction channels were brushed before being filled with the cleaning agent. At the end of the session after the final disinfection, the duodenoscopes were not fully dried before storage. The referenced device was not returned to olympus evaluation. The cause of the infection could not be conclusively determined, however insufficient reprocessing could not ruled out as a contributing factor. Please cross reference MFR report: 8010047-2015-00440, 8010047-2015-00441, 8010047-2015-00442, 8010047-2015-00443, 8010047-2015-00444, 8010047-2015-00445, 8010047-2015-00446, 8010047-2015-00447, 8010047-2015-00448, 8010047-2015-00449, 8010047-2015-00450, 8010047-2015-00451, 8010047-2015-00452, 8010047-2015-00453, 8010047-2015-00454, 8010047-2015-00455, 8010047-2015-00456, 8010047-2015-00457, 8010047-2015-00458, 8010047-2015-00459, 8010047-2015-00460, 8010047-2015-00461, 8010047-2015-00462, 8010047-2015-00463, 8010047-2015-00464, 8010047-2015-00465, 8010047-2015-00466, 8010047-2015-00467, 8010047-2015-00468, 8010047-2015-00469, 8010047-2015-00470.